Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced an issue with a supply change resulting in a visit to the hospital. The event occurred on 11/8/24. The cds reported the user did not rewind the ilet during the cartridge change and suspect they may have been connected to the system while making the change. Approximately an hour after the event, paramedics arrived and performed a fingerstick, which showed the patient's blood glucose (bg) level was 140 mg/dl. Later the same day the user contacted beta bionics directly and indicated they went to the hospital, although no treatment was provided beyond blood tests, which were normal. During transport to the hospital, the user's bg dropped to 62 mg/dl. The user consumed a coke and a chocolate bar during the ambulance ride, which raised the bg to 116 mg/dl. The user experienced tiredness, feeling drained, and a mall headache during the event. The user was discharged from the ER after a few hours and returned home. The user also reported having gastroparesis. The user resumed using the ilet after receiving guidance on supply setup. It was confirmed that the failure to rewind the cartridge caused the issue, although not all the insulin from the cartridge was delivered. The user was educated on the importance of rewinding and remaining disconnected during the supply change process.